Manufacturer narrative:
The glidescope gvm monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and could not reproduce the "intermittent image" issue; the unit functioned as intended. The spectrum smart cable was also evaluated and no issue was found; the unit functioned as intended. The glidescope gvm monitor and the glidescope spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a spectrum smart cable, the image would flicker when in use. The customer completed the procedure by holding the cable in place until a stable image appeared. This caused roughly a one-minute delay to the procedure. No harm to the patient or user was reported.